Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they said something was wrong with the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. There were no signs of blood observed. The heater wire on the hot jaw was observed to be slightly flexed away from the center, but remained attached on both the tip and the base of the jaw. The cold jaw's silicone insulation was observed to be cracked/peeled on both sides. There appears to have been a piece of the silicone that broke off. This piece was not returned. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. The shaft was opened to expose the wires. There were no visual defects observed on the wires. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported. The analyzed failures "peeled" and "material twisted/bent" were confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they said something was wrong with the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.